Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/25/2017 with the following findings: battery compartment is cracked below the grip pad, returned battery cap can fit securely. Audio bolus button cover is torn, but abb responds properly. No evidence of moisture is observed in the battery canister.. Leak test failed due a battery compartment leak and a bolus button leak. The pump¿s cover was removed, moisture corrosion was found to the cgm module, force sensor circuit, and to the motor flex/connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that there was moisture in the battery compartment this complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.